Event description:
It was reported that the patient with this pacemaker stated their communicator displayed a red call doctor icon. Additionally, communication issues were observed with the communicator. Troubleshooting was performed by boston scientific technical services (ts), however, the issue was not resolved. Ts referred the patient to their clinic for further evaluation. No adverse patient effects were reported. At this time, this device remains in service.